Event description:
Reported due to difficulty parking the foot of a perclose at (closer ak) device. Physician attempted an arteriotomy closure with a perclose at (closer ak) device. The physician used the device in the common femoral artery, which was verified under fluoroscopy. The physician denies any unusual occurrences with the use of the device until he attempted to remove the device and the pt "screamed" in pain. The physician determined that the foot was not parked. He attempted to re-deploy and re-park the foot without success. The physician was able to disassemble the device and manually push the actuator wire forward and subsequently remove the device. The physician was able to maintain access in the artery and he was able to reinsert an 8 fr. Sheath and the pt was transferred to the cardiac surveillance unit. The sheath was removed on the floor and hemostasis was achieved with manual compression. The pt continued to complain of pain and was eventually taken to the operating room for treatment of a retroperitoneal bleed and repair of the arterial wall. Although requested, no additional info was provided.